Manufacturer narrative:
The reported event of high impedance was not confirmed. Return lead extension passed electrical and stress testing on all channels. No root cause was identified for the reported issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18839. It was reported the right extension had fractured. Diagnostics indicated high impedances. In turn, the extensions were explanted and replaced to address the issue. Note: all of the patient's extensions are being reported because it is unknown which extension is liable.